Event description:
Investigation revealed contamination found under the up button contact. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/12/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: investigation revealed contamination found under the up button contact. The keypad cover was found to be peeling and missing. The contrast button contact was also missing. The up, down and ok buttons were still found to be responsive to button presses. (B)(6)